Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The icp reading showed e02 approximately 10 minutes after insertion. Add'l clinical info requested for the reporting facility.